Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information was requested and the following was obtained: how much of the firing cycle was competed before the stapler stopped working? Was the staple line complete? Was this the first firing of the device? Were any unusual noises heard? No how many times did they ratchet the manual release? Can it be confirmed if the surgeon attempted to force the closing trigger forcing the closing trigger upward (away from the handle) until the closing trigger returns to its original position can enable the opening of the jaws? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? Surgeon is a frequent user of the powered vascular stapler and has used for 5+ years. What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Yes did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, graspers, another staple line near the area where the device was being fired? Please provide a timeline of events. Are any photos or videos available? How many times did they ratchet the manual release?

Event description:
It was reported that during a robotic thoracic procedure, the stapler started to fire and locked out. The reverse button didn't seem to work as the stapler wouldn't open. Unclear if battery was removed and reinserted. The manual release was used. It was reported that the jaws did not open completely. There was some bleeding and surgeon then decided to undock the robot and to complete procedure by thoracotomy. Procedure was completed successfully with unknown surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: batch #: 874c51. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: hemostasis intervention: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws, for would not reverse button force: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override for partial fire: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed & for difficult to open: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 874c51, and no non-conformances were identified. How much of the firing cycle was competed before the stapler stopped working? Was the staple line complete? Was this the first firing of the device? Were any unusual noises heard? How many times did they ratchet the manual release? Can it be confirmed if the surgeon attempted to force the closing trigger forcing the closing trigger upward (away from the handle) until the closing trigger returns to its original position can enable the opening of the jaws? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, graspers, another staple line near the area where the device was being fired? Please provide a timeline of events. Are any photos or videos available?